Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic presented to the clinic. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced.